Manufacturer narrative:
This report is submitted on june 3, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced open circuit electrodes and fluctuating impedances. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on july 16, 2019. - attachment: [144799 device analysis report.pdf].